Manufacturer narrative:
Unit received with operating currents within specification. Unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion test. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have high blood glucose of 551 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer stated that insulin pump was not delivering correctly. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer reported that there were no leaks or air bubble. Customer declined checking site and insulin issues; and settings. Insulin pump failed high pressure test twice. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.